Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation.

Event description:
It was reported that the customer was experiencing elevated blood glucose (700 mg/dl). During system check with tandem technical support, the non-tandem infusion set cannula was found to be kinked. Tandem technical support instructed the customer to change out the infusion set; however, customer began vomiting and became unresponsive while preparing a new infusion site. Tandem technical support called emergency services (911). Customer was transported to the hospital, admitted, and treated intravenously. Blood glucose level was checked hourly. Customer was discharged two days later with the issue resolved and no permanent damage. Customer reverted to an alternate brand of infusion sets. Reportedly, customer's blood glucose is in the 100 mg/dl range and customer is using the pump/supplies successfully for diabetes management.